Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to difficulties charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to clinic policy and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient reported receiving good stimulation.